Event description:
It was reported that t:slim x2 pump battery did not charge and triggered multiple power source alerts, although wall outlet, charging cable, and wall adapter were confirmed to be working. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to working outlet for an extended period until pump began charging, and no further assistance or changes to charging supplies were required.